Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. The vizigo sheath's hemostatic valve became dislodged. They exchanged the sheath and the issue was resolved, the case continued without any further incident. No adverse patient consequence was reported. The section that broke/separate is unknown as the reporter did not examine the hemostasis valve that closely. The hemostasis valve (gasket) was possibly broken into two or more separate pieces. The hemostatic valve was detached from the sheath. The sheath was being used on the patient and no air entered the patient¿s body. The issue did not require percutaneous or surgical removal. No blood return was observed.

Manufacturer narrative:
The device evaluation was completed on 31-mar-2022. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. The vizigo sheath's hemostatic valve became dislodged. They exchanged the sheath and the issue was resolved, the case continued without any further incident. No adverse patient consequence was reported. The section that broke/separate is unknown as the reporter did not examine the hemostasis valve that closely. The hemostasis valve (gasket) was possibly broken into two or more separate pieces. The hemostatic valve was detached from the sheath. The sheath was being used on the patient and no air entered the patient¿s body. The issue did not require percutaneous or surgical removal. No blood return was observed. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. Bwi then conducted a visual inspection of the returned sheath. Visual analysis revealed that the hemostatic valve was not returned with the carto vizigo sheath. A device history record evaluation was performed for the finished device [50000065] number, and no internal actions related to the reported complaint condition were identified. It should be noted that sheath failure is multifactorial. Based on the information currently available, the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve and silicone ring. The dilator was inserted to verify if the valve was inside the sheath, but it was not found. According to the odp (optimal device performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).